Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was using fiasp insulin. Technical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 240 mg/dl at time of event.